Event description:
Caller states the patient tested4.6 inr on coaguchek system and 7.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products qnd therapy dates: lipitor - 10mg; advair - 250/50 twice day; coreg - 50mg; altace - 5mg; coumadin - 1.5mg/day; kcl - 10meq.